Manufacturer narrative:
Concomitant products: product ID 3550-29, product type accessory; product ID 977a275, serial # unknown, product type lead. (B)(4).

Event description:
Additional information indicated the new lead resolved the issue. The patient was getting effective therapy. The cause of the lead break was not determined.

Manufacturer narrative:
The device was not returned. Device evaluation results would not be sent as the lead had not been returned. (B)(4).

Event description:
It was reported that high impedances were measured during a follow up visit. The impedances were posture-variable. The implantable neurostimulator (ins) was replaced, but the impedances were still high. It was reported that the lead was broken, so a new lead was implanted. The broken lead was left in the patient and not explanted.

Manufacturer narrative:
Concomitant medical products: product ID 977a275, serial# unknown, product type: lead. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.